Event description:
The subject device was returned for analysis and it was discovered that the stent (subject device) and stent delivery wire (sdw) were broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned stuck in a microcatheter. The stent delivery wire (sdw) was noted to be kinked/bent. The stent was noted to be protruding from a hole/perforation in the microcatheter. The stent was noted to be deformed. The stent was noted to be broken/fractured. The sdw was noted to be broken/fractured. The introducer sheath was not returned. Functional inspection was not performed as the subject stent was stuck in the microcatheter. Several attempts were made unsuccessfully to remove the stent, the attempts were causing further damage to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the functional and visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately torturous'. The device was analyzed. The stent with sdw were found to be stuck inside the microcatheter. The stent was found to be deformed and broken/fractured. The sdw was found to be kinked/bent and broken/fractured. The introducer sheath was not returned. It is probable that the moderately tortuous anatomy may have caused friction, damages to the device and the reported issue. An assignable cause of procedural factors will be assigned to the reported and analysed events ¿stent difficult/unable to advance or pullback through catheter¿, ¿device interaction with another device¿ and to the analysed events ¿sdw kinked/bent¿, ¿stent deformed¿, ¿stent broken/fractured during use¿, ¿sdw broken/fractured during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural and/or anatomical factors during use.